Event description:
At the end of the procedure dr. Noticed that the tip of a rhv (rotating hemostatic valve) was leaking. Dr had to replace the microcatheter and the rhv. Dr. Also stated that once she switched out catheters that the rhv tip was no longer leaking. Dr. Noticed at the end of the procedure that the tip of a rotating hemostatic valve was leaking while connected to a .021 x 155cm boston scientific direxion bern shape microcatheter. Dr had to re-drape the patient and re-insert a new catheter and new rotating hemostatic valve.